Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
The locking wire was not fitted to the insert therefore, the insert was exchanged the new same one and the operation was continued.